Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited high out of range impedance measurements, noise, and oversensing. The noise had the appearance of minute ventilation (mv)/ respiratory sensor oversensing. The lead was tested and measurements were noted to be good. It was noted that the patient was not rv pacemaker dependent. The device was going to be reprogrammed by the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to provide product investigation results.